Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary:no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The patient was revised to address loosening of the patella at the bone to implant interface. The patella was replaced with a dome patella. Doi: (B)(6) 2009; dor: (B)(6) 2019, right knee.